Manufacturer narrative:
The suspect product is the aviva strip.

Event description:
Patient reported obtaining back-to-back blood glucose results, of 510 mg/dl and 94 mg/dl and of 566 mg/dl and 204 mg/dl. Patient did not modify therapy based on these results. No patient injury was reported and no treatment was received. Patient did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the system. Technical support requested, the return of the suspect product and replacement product was shipped. The aviva system: meter, strip lot 300355 with expiration date 02/29/2008.